Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The receiver was returned for product testing. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Functional test passed. Receiver download retrieved and attached. No data was available for review in the diagnostic chart within the investigation window therefore finger stick and cgm values could not be calculated. The customer¿s complaint is undetermined for inaccurate cgm values. Reported allegation was not found. A probable cause could not be determined.